Event description:
A surgeon reported aspiration failure; tip was too hot, causing phaco burn. Add'l info received two days later indicated sutures were required to close the wound. A week later, the surgeon stated the pt had an astigmatism, and was still in the hosp. The questionnaire received indicated surgery for cataracta provecta od. After phaco, when attempting to exhaust a remain of the lens a corneal burn occurred. Only short use of the ultrasonic mode for few seconds. The prolonged hospitalization was for two weeks. A few sutures were required to close wound. Pt outcome is unk; corneal burn has degenerated slightly in the course of three weeks; still has astigmatism.

Manufacturer narrative:
A co service rep checked the system, including handpieces, and found them to meet performance specifications. Add'l info was provided to customer on possible causes of thermal injuries. Investigation and root cause analysis are in progress.